Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During preparation, it was noted that there was a difficulty to push the tip of the loader and there was some resistance. When the device was on the delivery system, the same resistance was noted and a deformation of the device was showed on fluoroscopy. The lobe was looked like folded. The device was removed form the delivery system before deployment and inspected. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no obvious damage was noted on the device. A new 28mm amplatzer amulet left atrial appendage occluder was chosen, which was successfully implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.

Manufacturer narrative:
An event of advancement difficulty and device deformation was reported. The device was returned to abbott for investigation and the device met dimensional and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Na.